Event description:
Four months post implant, the neurostimulator (ins) did not relieve patient's pain. The program was adjusted, but had no effect. On (B) (6) 2009, the patient had severe pain and attempted to see her doctor. Her doctor would not see her. On her return home from the doctor's office, she blacked out from the pain and crashed her vehicle. She later had the ins removed and felt it was defectively manufactured. Additional information has been requested.

Manufacturer narrative:
(B) (4).